Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon receipt the monitor failed incoming functionality testing. Upon evaluation, it was found that the capacitor c931 and fuse f102 were open and the pld or dsp mem chip were shorted which pulled down the +3v power supply. The cause for the inability to power on was the damage to the components. The root cause for the damaged components cannot be positively determined due to the extensive damage. No adverse event resulted from the damaged components.

Event description:
A distributor returned a monitor indicating that it would not power on.